Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented with high capture thresholds and over-sensing of noise on the right ventricular lead. The lead was suspected to be fractured. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.